Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval revealed that the force sensor resistance measurement was out of calibration. The pump was primed successfully during eval with no alarms occurring.

Event description:
Eval revealed the force sensor resistance measurement was out of calibration.